Event description:
It was reported per dealer that they had been called to facility on several occasions saying the tray on chair did not latch however each time when dealer arrived there they could latch tray and found nothing wrong with latching mechanism. Facility wanted a new tray, dealer installed new tray and returned the other to mfg for eval. "Per dealer the pt arms are contracted and can't be moved easily, they believed the equipment/the tray was not being used properly and that the injury could have been caused by some other means."